Manufacturer narrative:
This lot was manufactured march 25, 2015 ¿ march 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was underinfusing. When the nurse disconnected the device, three quarters of the solution remained. The expected infusion time was ten hours. There was no patient injury or medical intervention associated with this event. No additional information is available.